Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify excessive no delivery alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not provided. The customer states the insulin pump was exposed to fluid. Customer dropped insulin pump in the toilet and water got inside the liquid-crystal display. Troubleshooting was provided but nothing was resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.